Event description:
Rt in reaching for products, bumped the side of the vent, it then powered off; screen black and no ventilation cycling. At 0830 pt had "low minute ventilation" volume alarm while on following settings; c-pap 7, pressure support 14, fio2 at 28 percent. Rcp took pt off vent, bagged adn suctioned for o2 sat of 89%. Put back on vent for approximately 15-30 secs. Pt o2sat at that time dropped to 77%, when vent turned off. Second rt began bagging pt and o2 sats went to 99% 0900 new ventilator placed on pt new settings volume simv rr 14, tidal volume 600, peep 5, ps 14 fio 28%.